Event description:
Video stopped working about into procedure. Per doctor video screen worked for a few seconds periodically and then would cut off for a few seconds. At the finish, it was not working at all. High peak pressures. Bronch performed: total whiteout lt lung. Consent done pt orotracheal intubated, 100 mcg fentanyl/4 mg versed. Bronchial tree via existing ett; 4 ml 1% plain lidocaine instilled over carina (blocked: thick tenacious mucous plug). Thick tenacious secretions suctioned further down lt side. Airway became patent on lt side. On rt side, md suctioned rul, (less secretions), with degree of dynamic airway collapse noted. Pt tolerated procedure. No complications. No blood loss.